Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. During inspection, it was confirmed that the right cylinder had a bulge. Two weeks later, a surgical procedure was performed in which the existing cylinder was removed and replaced. It was indicated that the cause of the bulge was not detailed by the facility. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinder was visually inspected, and leak tested. It was noted that the cylinder had detached fabric threads at the proximal side of the cylinder. Additionally, a wear at a fold was noted in the proximal and middle zone of the cylinder. Upon inflation of the device, a bulge was noted; however, no leaks had been seen. Based on the information available and analysis results, the reported bulge was confirmed. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. During inspection, it was confirmed that the right cylinder had a bulge. Two weeks later, a surgical procedure was performed in which the existing cylinder was removed and replaced. It was indicated that the cause of the bulge was not detailed by the facility. There were no patient complications.